Manufacturer narrative:
On (B)(4)-2011, add'l info was received in the form of qa results without a lot number. Eval summary: the product lot number was not provided therefore; a batch record is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Pseudosepsis [systemic inflammatory response syndrome]. Gonarthritis/ local flare (knee) [arthritis]. Acute local reaction [local reaction]. Hemorrhoid [haemorrhoids]. Joint warmth [joint warmth]. Cramps [muscle spasms]. Case description: a literature article in (B)(6) titled "the role of intra-articular hyaluronan (sinovial) in the treatment of osteoarthritis". Rheumatol int. 2011. Vol 31: 437-444. (Gigante, a., callegari, l.) Was received on (B)(6)-2011. The article gives an overview of multiple products. Multiple patients (exact age and gender not known) received intra-articular hylan injections. Numerous adverse events were seen in patients. The following info was provided regarding synvisc: the serious adverse events of pseudosepsis and gonarthritis (in one case) were seen in patients who received synvisc. Pseudosepsis was characterized by severe inflammation of the joint, and often associated with cellular effusion and pain within 24 to 72 hours of receiving hylan injection requiring clinical intervention. The non-serious events seen in the patients who received synvisc were cramps, acute local reactions, hemorrhoids, joint warmth, and local (knee) flares.